Event description:
It was reported that the ilet screen was shattered after being struck by a door, and a replacement device was arranged with expedited shipping while the user reverted to backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included temporary interruption of pump use with continuation of therapy via backup methods and return of the damaged device. Investigation included review of the reported physical damage and logistical verification of replacement and return. Investigation of this device revealed accidental external damage to the display screen consistent with user-reported impact, with no evidence of device alarms or performance issues prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.